Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the pump touch screen became shattered; subsequently, customer could no longer interact with the pump. Customer's blood glucose was between 54-500 mg/dl. . Reportedly, customer reverted to manual injections for insulin therapy.